Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly broke through the sheath in the process of decompressing. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two photos were provided and reviewed. First photo showed the product lot details which matched with the trackwise record. In second photo balloon catheter under plastic cover coiled up and partial balloon observed where inner guidewire lumen bunching could be observed. No break evidence could not be observed on the provided of photo. Based on the submitted photo inner guidewire lumen bunching was noted and no break could be observed. Therefore the investigation was confirmed for the identified inner guidewire lumen bunching and inconclusive for the reported break issue. A definitive root cause for the identified inner guidewire lumen bunching and reported balloon break issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 09/2025), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly broke through the sheath in the process of decompressing. There was no reported patient injury.